Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device had come apart was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the short attachment device had come apart completely. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.